Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting inappropriate ventricular oversensing with pauses during the implant procedure. The physician removed the ventricular lead, dried out the header and reconnected the lead. The issue was still observed. The physician elected not to implant the ipg.